Manufacturer narrative:
The left fossa component was malpositioned and the mandibular component had become displaced. The revision devices were designed and produced and implanted at a later date. Multiple MDR's were filed for this event (see associated report 2031049-2020-00063).

Event description:
The patient's left tmj devices were removed and revised due to malpositioning.